Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced no alerts on the g6 mobile application and a hypoglycemic event. The patient stated they were at work and passed out due to not receiving an alert on their smart phone. Their coworkers called for an ambulance and was treated on site and then transported to the hospital. When the patient woke up in the hospital they stated they were put on an intravenous (IV) drip; however, they were unsure if it was an insulin or glucose drip. The patient was released from the hospital the next day. Additionally, the patient indicated that they had dropped below 40 mg/dl on the dexcom at the time of event. Data was provided for evaluation and the allegation was confirmed. The probable root cause could not be determined. No additional patient or event information is available.